Event description:
Pt underwent arthroscopy of the left knee procedure. After procedure was completed, surgical tech washing instruments discovered tip of drainage cannula used during procedure was missing. X-ray of pt showed broken tip was in the pt's knee. Pt was informed and consented to having the tip removed. Pt returned to surgery the same afternoon and arthroscopy was performed and broken tip approximately 2 cm in length was successfully removed. Following day, pt was ambulating well and was discharged home. Dates of use: (B)(6) 2010 -- (B)(6) 2010 (3 months). Diagnosis or reason for use: arthroscopic surgery.